Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a percutaneous coronary interventional procedure. Reportedly, after deployment of the second proglide device at the 2 o'clock position, the device was retracted and was entangled in it's own suture and could not be removed without resistance. The sutures restraining the device were cut and the device was safely removed from the patient. The suture of another proglide device was successfully pre-placed. The percutaneous coronary procedure was completed and hemostasis was achieved using the sutures of the first and third preplaced proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly in- training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to remove the device was confirmed based on the returned device condition. Although it was reported that the suture was tangled, the event is classified and analyzed as suture retrieval issues as the difference between the two failure modes is often not discernable to the user. The reported difficulty to remove and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.